Event description:
The hospital reported that during a coronary artery bypass procedure, the xp-4000 handle broke off when they went to tighten it. It occurred while attempting to tighten knob to hold heart in to position. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there was an extra space at the top of the coil, the knob would not tighten, the tubing component separated when cleaning, and there was some blood on the device. The suction cup had disengaged from the device. When the device was further examined, it was observed that the safety crimp was stuck between the stop plate. This indicates that the product was assembled incorrectly in manufacturing. Based upon these findings, the reported complaint "handle broke off" was confirmed. Internal file number - (B)(4).